Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5, h6 (health effect - clinical code, health effect - impact code & medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose. Customer did not allege under delivery. His blood glucose is lower specifically during 12am to 4am. No treatment was mentioned for the low. Pump was used within 48 hours of the low. Smartguard was used. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced under delivery. The customer reported hypoglycemia treated with other. The event involved product(s) mmt-397a, mmt-332a, mmt-1884, mmt-7040a. Troubleshooting was performed reservoir was showing more insulin than shown on status. No further patient complications were reported. It was unknown whether the customer will continue using the device. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.